Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 8/24/10, 9/2/10, 9/10/10, and 9/13/10 by phone, fax, and mail. The surgeon was unwilling to complete the questionaire. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he lost more vision than he expected. The consumer's surgery was performed in 2007. The consumer was recently told that he had cells growing on the back side of his lenses. He reported his new glasses did little to help his vision. In a f/u phone call with the surgeon, the pt's visual acuity was 20/30 for both eyes at the initial postoperative visit. The pt did not f/u with the surgeon for any subsequent postoperative visits and has not been since 2007. The surgeon was unwilling to complete the questionaire. There are two medical device reports associated with this event. This report is for the right eye.